Event description:
It was reported that insulin gauge displayed fill estimate that differed from caller¿s expected amount, although issue was not occurring at time of call. There was no reported impact to customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.